Event description:
The pt called lfs alleging that their one touch ultra meter was reading inaccurately low. The pt obtained a 154mg/dl on their meter and had no signs or symptoms of high or low blood levels. When the pt visited their physician, a result of 337mg/dl was obtained on a one touch hosp meter. Results were reported to have been 10 min apart. Pt was treated intravenously for 1 hr. No other blood glucose results were provided. The physician discovered that the meter was set mmol/l instead of mg/dl. The pt suspected that the unit of measurement was mmol/l for several months. During troubleshooting the customer service rep discovered that the calibration code had been set incorrectly and the pt had been incorrectly cleaning the puncture area. Based on the info supplied by the pt, there is no indication that the product malfunctioned or that the event meets the criteria for a medical device reportable. However, the pt experienced injury and medical intervention due to use error. The pt would have avoided elevated blood glucose levels and treatment if the unit of measurement and calibration code had been set correctly. The pt was sent a complimentary vial of test strips and control solution. Senior medical affairs specialist mailed a letter since the pt could not be reached.